Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was not implanted. Device evaluation: the product testing was returned for investigation. The pcb00 device was observed under microscope and viscoelastic residues were only observed between the end of the cartridge tube and tip. Dfu (z311134p rev. B, dfu, tecnics itec preload delivery system, model pcb00) states to completely fill the viewing window with ovd. The lens was observed stuck between the cartridge tube and tip. The pushrod was adhered to the lens. The lens could not be removed since is stuck too hard. The reported issue of haptic damaged was not possible to verified. However a haptic detached condition was observed. The condition could be related to scarce amount of viscoelastic observed. A product quality deficiency was not identified. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens had bent haptic. There was patient contact and the lens was partially inserted and removed from the patient's left eye in same surgical procedure. Reportedly the lens was stuck in cartridge and there was no surgical or medial intervention required. Another lens with same model and diopter was used as replacement lens for the patient in same surgical procedure. Patient is doing perfect. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).